Event description:
Additional information received indicated that the pacemaker went in backup mode again. The patient was asymptomatic. No revision was made.

Manufacturer narrative:
Correction: b5. An additional report was necessary to correctly report the revision of the issue.

Event description:
Additional information received indicated that a revision was made in the case. Firmware update changes were made to the pacemaker. The patient was stable throughout.

Event description:
Additional information received indicated that the patient had their pacemaker explanted and replaced on (B)(6) 2020. Prior to the explant, the physician interrogated the device and noticed the pacemaker had gone into backup mode for the fourth time. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after hearing an audible noise from their pacemaker, the patient presented in clinic for follow-up. Interrogation showed the device was in backup vvi mode due to power on reset. The device was restored to normal function and no adverse patient consequences were noted.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a manufacturing anomaly. The device was tested on the bench and the cause of the bvvi was due to an intermittent connection between the flex and battery connector.